Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). This medwatch is being filed as an initial / final report based on information discovered during the device evaluation. Review of the most recent repair record determined the device had low rpms and was out of calibration. The motor, handpiece switch, ball bearing, spring seal, needle bearing, and reciprocation arm were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. G2: foreign: hong kong.

Event description:
It was reported that before surgery, the handpiece was not working. The motor of handpiece switch, bearing pack, seal, reciprocation arm was defective. There was no patient involvement. During device evaluation, it was discovered that the device had low rpms. Due diligence is complete; no further information is available.